Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
A surgeon reported that in 2006 a pt had lateral ankle surgery and the device was used to cover hardware that was in place from a fibula lengthening procedure. The pt had a history of severe peripheral vascular disease. After surgery during which the product was used, the pt had welts and hives (possible stevens - johnson syndrome). The pt later had a below knee amputation for other post operative complications (the integra meshed bilayer wound matrix would have been removed incidentally during this procedure). His symptoms of possible stevens johnson syndrome did not resolve following the amputation. The reporter considers that the cause of stevens - johnson syndrome was vancomycin use. The pt subsequently died of organ failure. The doctor considers that the use of the product was not related to the pt's outcome.